Event description:
4 oz. Specimen containers are leaking even after tightly securing lids. The specimen containers are non-sterile and are supplied with the lids. Continues to be a hazardous condition due to leaks. Appears that the lids are not fitting properly on containers. The containers may contain surgery specimens that will safely fit into them. Formalin is usually added into the container with the specimen.